Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v589283, implanted: (B)(6) 2010, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3389s-40, lot# v603774, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported the patient was diagnosed with depression in 2002 prior to implant. They had been fighting depression and they attempted to take their life yesterday and on the day of report they were in the hospital being treated for depression. They had been in the hospital several other times for depression. Further follow-up was being conducted to determine what diagnostics were performed, what was the cause of the worsening depression, and had the depression been resolved. If additional information is received, a follow-up report will be submitted.